Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device during product analysis lab (pal) evaluation. The system error occurred on (B)(6) 2011 at 12:42:43. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4).the root cause was undetermined. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.